Event description:
It was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging.

Manufacturer narrative:
An event regarding altr involving an unknown accolade stem was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I have reviewed the documentation provided including the product inquiry cover sheet, an ap of a right tha, an ap pelvis and on operative plan. Event description: it was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging the operative plan describes an MRI report of a pseudotumor juxtaposed to an acetabular component. These findings are confirmed significant loss of mineralization of the medial wall behind the cup. The root cause for the pseudotumor cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging. A review of the provided medical records by a clinical consultant indicated: "I have reviewed the documentation provided including the product inquiry cover sheet, an ap of a right tha, an ap pelvis and on operative plan. Event description: it was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging the operative plan describes an MRI report of a pseudotumor juxtaposed to an acetabular component. These findings are confirmed significant loss of mineralization of the medial wall behind the cup. The root cause for the pseudotumor cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If the stem and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.